Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A service history record review was attempted for the subject device; however, the subject device is a lot controlled item, therefore, the review could not be completed. The manufacture date of this item is oct 27, 2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine set inspection, the tip of a depth gauge for 2.0mm and 2.4mm screws was discovered to have broken off. It is unknown when the reported issue occurred; however, there was no report of patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.